Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the battery had no charge. There was no patient involvement.

Manufacturer narrative:
Date of report received: 10 jun 2019. The initial report was incorrectly submitted as product is not sold in the united states. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.